Event description:
Resmed was notified of a house fire alleged to have originated in the area of the resmed CPAP device. Resmed has been asked to assist in the investigation as to the cause.

Manufacturer narrative:
The device was not returned to resmed. Resmed has requested the product be returned, so further eval could be performed. There was no adverse event reported for this incident.